Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that patient presented in the or for a dual chamber pacemaker implant. When the physician attempted to reposition the rv lead for better placement, there was difficulty retracting the lead helix. The physician also noted difficulty passing the stylet through the lead and elected to replace the lead. The patient was stable throughout the procedure.